Manufacturer narrative:
Pump unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, end cap address label faded and minor scratched lcd window. Unable to verify cracks on the retainer due to missing retainer. No cracks on the reservoir tube threads noted. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had crack in case on insulin pump. The customer¿s blood glucose level was 7.4 mmol/l. The insulin pump will be returned for analysis.